Manufacturer narrative:
(B)(4) the device is unavailable for investigation. The manufacturer will continue to monitor and trend related events.

Event description:
During the surgical procedure it was not possible to recover the bag because it disintegrated. The contents of the bag spilled into the peritoneal cavity. The peritoneal cavity was aspirated but the bag was not recovered. It was reported that there was no immediate consequence for the patient.

Manufacturer narrative:
(B)(4). Customer complaint regarding memobag product was reported. As the lot number of the defective product was reported, the DHR review was completed. The review of DHR revealed no production issues at the time of manufacture of the complained lot. Reported defect cannot be confirmed because of unavailable defective device. The root cause of this complaint cannot be clearly determined based on provided information from the customer/user (bag did not burst, but bag disintegrated) and unavailable defective device. As the root cause of this complaint was not determined, no corrective/preventive actions in production are deemed necessary to introduce.

Event description:
During the surgical procedure it was not possible to recover the bag because it disintegrated. The contents of the bag spilled into the peritoneal cavity. The peritoneal cavity was aspirated but the bag was not recovered. It was reported that there was no immediate consequence for the patient.